Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was walking to the store and felt shocks being delivered. An interrogation was performed through the patient's remote monitoring system and it was confirmed that the s-ICD had delivered inappropriate therapy due to t-wave oversensing. The first shock appeared to accelerate the rhythm and resulted in the delivery of a second shock; the second shock did not break the arrhythmia but rather it self-terminated. It was also noted that the qrs morphology was wider than the presenting electrogram recorded in (B)(6) 2017. The patient will be brought in for exercise testing and vector evaluation. No adverse patient effects were reported.